Event description:
The doctor was using a midas drill bit and the bit broke in the patient. The doctor states that he was able to retrieve both pieces. Pieces removed from the patient and a new bit given.